Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient was unable to communicate with the scs ipg following hip replacement surgery. The patient stated the patient controller (pc) displayed the message "cannot connect to generator, the generator is not responding, contact clinician." The patient did not set the scs system to surgery mode. The company representative met with the patient, but was unable to resolve the issue with troubleshooting. Consequently, the patient's scs ipg was replaced without complications and therapy restored postoperatively.